Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient charged more than expected. The patient was charging every other month but had been charging much more frequently. In addition, the patient used to get 8 bars while coupling and recently could not get any filled bars. The implantable neurostimulator was implanted in the buttock and was loose in the pocket and not lying flat. The ins had not been imaged. It was later reported that no imaging was done. The batter had fallen inches from placement and was irritating a nerve and very uncomfortable. A pocket revision was planned, but no date was set. Additional information has been requested, but was not available as of the date of this report.